Event description:
It was reported by provider that the seat post is stripped on the m51psemired power chair and seat will not lock into place. Provider also advised that the bearings are making a loud squeaking noise.